Event description:
The customer reported his blood glucose reached 403 mg/dl and that the cannula was not properly inserted into the skin. The pod was worn between 36 and 48 hours. The pod was removed and discarded.

Manufacturer narrative:
The product was not returned for evaluation. The user reported the cannula was not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.